Event description:
Resident was being transferred via hoyer lift from recliner to bed when straps of seat broke causing resident to fall to floor from approx 2 feet. Resident complaining of pain rt hip and buttocks. Resident was sent to ER and admitted for tests. Resident presently complaining of pain rt hip. Test results neg for fracture with follow-up x-ray to be completed.